Manufacturer narrative:
The field service engineer (fse) noted that there were ion-selective electrode (ise) 2 calibration and qc failures. He detected bubbles in the aspiration lines. The tubing between the sipper nozzle and electrodes was loose and leaking air. He replaced the sipper nozzle and aspiration nozzle. He performed ise checks with acceptable results. However, an error was received which said that the sipper nozzle did not reach the lower limit. He replaced the linear solenoid, but this did not resolve the issue. He then replaced the sipper nozzle and the issue was resolved. The fse performed ise checks, multiple reagent primes, calibrations and qcs with acceptable results. After service, no further issues were reported by the customer.the investigation determined that the issue was caused by ise/reference flow-related issues due to disturbances in the sipper nozzle.the investigation determined the service actions resolved the issue. H3 other text : na

Event description:
On hold mr 08/18.the initial reporter received questionable ise indirect na and k for gen.2 results for 3 patient samples tested on a cobas 8000 cobas ise module (double).the initial results were not reported outside of the laboratory as they were having intermittent ise issues and the reporter suspected that the results were not reliable. Sample 2203022205 had an initial potassium result at 5:23 pm of 2.99 mmol/l. The first repeat result at 5:26 pm was 4.89 mmol/l. The second repeat result at 7:06 pm was 4.9 mmol/l. The initial sodium result at 5:23 pm was 81 mmol/l. The first repeat result at 5:26 pm was 136 mmol/l. The second repeat result at 7:06 pm was 136 mmol/l.sample 2203022185 had an initial potassium result at 5:56 pm of 2.79 mmol/l. The first repeat result at 5:57 pm was 5.11 mmol/l. The second repeat result at 8:29 pm was 5.1 mmol/l.sample 2203022215 had an initial potassium result at 6:54 pm of 2.52 mmol/l. The first repeat result at 7:06 pm was 4.1 mmol/l. The second repeat result at 7:58 pm was 4.11 mmol/l. The initial sodium result at 6:54 pm was 82 mmol/l. The first repeat result at 7:06 pm was 138 mmol/l. The second repeat result at 7:58 pm was 138 mmol/l.the potassium electrode lot number is z5062. The expiration date was requested but not provided.the sodium electrode lot number is t9967. The expiration date was requested but not provided.